Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced during an upgrade due to loss of sensing. No adverse patient events were reported. Should additional information be received, this file will be updated.